Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Sepsis and driveline and wound infections are potential complications that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, duration of time on vad support and history of recurrent polymicrobial infections. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the vad coordinator that during routine patient updates, the patient was seen at the clinic on (B)(6) 2016 for routine visit and it was noted that his driveline exit site (dles) was erythematous and had brown, purulent drainage on the old dressing.  White blood count (wbc) from routine labs were with in normal limits. A culture was taken and the patient was started on prophylactic keflex 500mg by mouth (po) three times a day (tid) and was instructed to start doing daily sterile dressing changes (previously weekly).  The patient denied any trauma or tugging at the site. The patient was seen a week later at the implanting center on (B)(6) where the dles was re-cultured.  Patient was afebrile and wbcs were again wnl.  The culture sensitivities came back that same day positive for pseudomonas.  The patient was switched from keflex to cipro 500mg po twice a day (bid).  The patient was seen again on (B)(6) for dles assessment, which was improving slightly.  The patient was also referred to the transplant infectious disease (ID) outpatient clinic as the (B)(6) repeat cultures were again positive for pseudomonas.  The patient was seen on (B)(6) by transplant ID, where his cipro dose was increased to 750mg po bid.  A computed tomography (CT) of the abdomen was also obtained which was negative for any abscess or fluid collection along the driveline tract.  Cardiovascular surgery was consulted, but no intervention was recommended at this time.  The patient continues on cipro 750mg po bid at this time doing well at home.  The patient is currently status 7 with united network for organ sharing (unos) due to elevated body mass index (bmi). No additional information available.